Event description:
Per the independent repair center statement, the unit will not start. The key failure was the short circuit on the capacitor. Additional malfunctions: leaking pilot valve, leaking regulator, defective o-ring pilot valve. Zip ties for the pe valve and sieve beds were replaced. The output port on the control panel is also broken.